Event description:
It was reported that while in use on a patient the end user heard a high pitch screech coming from the cardiosave intra-aortic balloon pump (iabp) and had some sort of overheat message that the end user did not remember. The iabp was turned off and powered back on and it started up and was supporting the patient. However, it then gave a ¿safety disc replacement due¿ message. The iabp was swapped to continue therapy without difficulties. The end user stated that the down time was less than 2 minutes. There was no harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
Good faith efforts (gfe) attempts were made to the customer to obtain additional information on this complaint event. The customer reported that their biomedical engineer evaluated the iabp unit and performed function test for multiple hours at 130bpm and passed. Compressor test also passed. The biomed checked both fans and they were running internally. All manifolds test passed. Logs were checked and no issues were found. Safety disk needed replacement due to cycles, so the safety disk was replaced, and functional testing was performed and passed with no issues found. Operational and pm inspection was completed per manufacturing specifications. The iabp unit was then returned to service.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. At this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us. (B)(6).

Event description:
It was reported that while in use on a patient the end user heard a high pitch screech coming from the cardiosave intra-aortic balloon pump (iabp) and had some sort of overheat message that the end user did not remember. The iabp was turned off and powered back on and it started up and was supporting the patient. However, it then gave a ¿safety disc replacement due¿ message. The iabp was swapped to continue therapy without difficulties. The end user stated that the down time was less than 2 minutes. There was no harm or injury to patient and no adverse event was reported.